Event description:
On (B)(6) 2012, the physician reported that the patient's output current was found to have been programmed to 0ma without her knowledge. This was found at the patient's last visit on (B)(6) 2012. The device was reprogrammed on at this visit and will be gradually adjusted to higher settings. The physician stated that prior to this visit the patient was seen in (B)(6) 2012; however, the vns was not checked at this time. The last time the patient's vns was checked was on (B)(6) 2012. It was stated that the physician interrogated the device and tried to perform a system diagnostic test; however, the diagnostic test would not go through. It is likely that a faulted test occurred on this visit. Training was provided to the physician on performing interrogation before and after diagnostic tests to ensure the patient leaves with efficacious settings. No additional information has been provided.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Lot #, model #, corrected data: previously submitted MDR indicated incorrect software product information. It is unknown what software version the physician was using at the time of the event. This report is being submitted to correct this information.